Event description:
It was reported that the patient's personal diabetes manager (pdm) was hot to the touch, and the heat caused the outer case to look burnt and bulky. The patient reported the pdm had a bad smell. The heat caused the pdm to not hold a charge and the display screen was darker. The pdm was never dropped, and the battery was never removed. The outlet did not look unusual when charging the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action has been initiated by insulet corporation.correction to d(4): sequence number changed from unavailable to (B)(6).